Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged. It was noted that the patient had persistent left superior vena cava so both the right atrial and right ventricular leads were explanted and replaced on the right side. The patient was in stable condition.